Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total mesorectal excision procedure, the device stopped halfway and it it was noted that there is a poor staple formation. The lumen of the rectum was open. The surgical procedure was extended more than 30 minutes. The surgeon had created a hand-recto anal anastomosis.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one single use loading unit (sulu). The instrument was received engaged with the subject loading unit. Visual inspection of the cartridge revealed that the loading unit was fully fired with the knife bar retracted to the 2cm cut line. The anvil of the loading unit was bowed, and the knife bar was broken out of the anvil. Interference was noted upon an attempt to remove the subject loading unit from the instrument shaft. The loading unit was forcibly removed from the shaft. The difficulty encountered during removal has been attributed to the observed loading unit knife bar-assembly damage. Due to the noted damage no, functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and broken knife bar may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.